Manufacturer narrative:
The customer reported not being able to pace during use. Another mrx was tried with the same result. No adverse pt impact was reported. Both mrx's tested by biomed. The devices passed all testing. Philips reviewed the event file. There was no leads ECG waveform established. There were intermittent vertical lines and moments where the waveform looked as if it were trying to break through, but most of the event shows a dashed line. It appears that auto gain was on. If autogain is off (the default) the gain is set to 1 (10mm/mv). Configuration to "on" may help to explain the large amplitude (top to bottom) of the lines that do appear on the event. There are several factors that can influence the quality of the leads ECG waveform including electrode brand/quality and skin condition. The users appropriately switched to fixed mode pacing when they were unable to get an ECG leads waveform. All of the available info is consistent with no malfunction of the device.

Event description:
The customer reported not being able to pace during use. Another mrx was tried with the same result. No adverse pt impact was reported. Both mrx's tested by biomed. The devices passed all testing.